Event description:
The procedure being performed was a diagnostic colonoscopy. There was no delay, and the intended procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found a broken brush blocking the channel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope, biopsy port had a foreign particle lodge in the lumen. There were no reports of patient harm.